Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing, undefined high impedance, noise and a polarity switch. The right atrial (ra) lead exhibited oversensing and noise. The ra and rv leads remain in use. No patient complications have been reported as a result of this event.